Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hypoglycemia after a prior elevated blood glucose, during which the ilet delivered a correction and the customer subsequently consumed approximately 15 grams of carbohydrates. A subsequent reading of 373 mg/dl was reported. Symptoms included low blood glucose with readings reported as 41 mg/dl and 42 mg/dl. Outcomes included recovery of blood glucose to 135 mg/dl after intake of soda and glucose tablets, with no hospitalization or alarms reported. Investigation included customer follow-up and review of available glucose trends. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or alarm condition was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.